Event description:
The procedure was completed with another same like device.

Manufacturer narrative:
Event summary: as reported by (B)(6) on 25may2023, during a flexible ureteroscopic lithotripsy procedure, the basket on an ngage nitinol stone extractor (rpn: nge-017115; lot number 14667704) could not be closed properly when it was tested prior to use. The device did not make patient contact. The procedure was completed with a new same device. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device, were conducted. One ngage nitinol stone extractor was returned in open packaging without the packaging tray. The basket sheath was kinked at tip of the extractor handle cap. Once the kink was straightened, the handle actuates basket formation. One wire in in the basket formation is broken, with black discoloration. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 14667704 revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record, complaint history and quality control documents indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The product IFU provides the following information: suggested handling instructions for extractors and forceps important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded it could not be established how the extractor wire became broken, which likely prevented the basket closing when it was tested by the customer. It is possible the damage to the basket sheath is additional damage that occurred when the device was returned for evaluation because it was returned without its original packaging tray. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic lithotripsy surgery, the basket on an ngage nitinol stone extractor cannot be closed properly when it was tested prior to use. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is not available at this time.